Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that after periodic technical inspection, cardiosave engineer that service unit stated that the cardiosave intra-aortic balloon pump (iabp) should be replaced. There was no patient involvement reported.

Manufacturer narrative:
This report is being cancelled as it is not a valid complaint. It was created in error. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
This report is being cancelled as it is not a valid complaint. It was created in error.